Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with critical pump error with open bool image and there was request for software update and application escalation. The customer reported blood glucose value of 48 mg/dl and was treated with glucagon. The event involved product(s) mmt-442ag, mmt-6101, mmt-1884, mmt-342, 78893-01. Troubleshooting was not performed for hypoglycemia event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. And unknown whether customer had been using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump error and explained the pump performs safety checks and an error was found. No further patient complications were reported. No product return is required for mmt-442ag, mmt-6101, mmt-1884, mmt-342 and 78893-01. The customer discontinued the use of the device, mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: no product return is required for mmt-442ag, mmt-342 and 78893-01. The customer discontinued the use of the device, mmt-1884 was requested and customer response was the device will be returned. Product return is not applicable for non physical device mmt-6101.